Manufacturer narrative:
(B)(4).

Event description:
According the reporter, the capsule fell into the patient's stomach after being deployed. The device operator wasn't able to retrieve the capsule that fell into the patient's stomach. There was no harm to the patient, however, a repeat procedure was performed.